Event description:
Reference number (B)(4). Event occured in united states. It was reported that the patient faced high blood glucose level event on (B)(6) 2026. The patient was treated with bolus via pump. No further information is available.